Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found blood/body fluid in the lumen due to damaged insulation. Cuts and tears in insulation were observed approximately 165 to 185 millimeters (mm) from the terminal end, and deformed and extremely stretched coils pulled to the point of fracture were also observed, both observations likely due to explant damage. The insulation damage and fracture at explant allegations were confirmed due to unintended use error.

Event description:
It was reported that the patient with this right ventricular (rv) lead attended an in-clinic follow up, in which high capture threshold was observed. It was mentioned that, at the time of implant, the patient was pacemaker dependent, however, at the time of the follow-up, the patient was not pacemaker dependent and had a sinus rhythm at 60 beats per minute (bpm). The physician decided to explant and replace this lead, and after the explant, the lead was observed to exhibit a lead conductor fracture and a breach in the outer insulation. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead attended an in-clinic follow up, in which high capture threshold was observed. It was mentioned that, at the time of implant, the patient was pacemaker dependent, however, at the time of the follow-up, the patient was not pacemaker dependent and had a sinus rhythm at 60 beats per minute (bpm). The physician decided to explant and replace this lead, and after the explant, the lead was observed to exhibit a lead conductor fracture and a breach in the outer insulation. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.